Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the prosthesis began to fail a month ago. The prosthesis deflated after activation, without achieving a proper erection. A contracted nmr of the pelvis showed the cylinders were deflated. The reservoir located in the left anterior region of the pelvis was empty. Findings suggested filtration or leakage of the system. The penile prosthesis was explanted. Intraoperative images showed damage to the tube connecting the cylinders and the pump.

Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation and corrected device code. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. A titan otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 1 at the tube/strain relief junction and inlet tube of the reservoir at the tube/strain relief junction. Testing revealed these to be sites of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. An aneurysm was noted in the bladder of cylinder 2. Testing revealed this to not be a site of leakage. Abrasion was noted on all pump tubes. No functional abnormalities were noted with the pump. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have then exerted sufficient stress to separation the cylinder 1 exhaust tube and reservoir inlet tube while in-vivo, due to the rough and irregular surfaces noted at the separation sites. Separations of these types would then allow the loss of fluid, making the device inoperable. In addition, based on examination, it was concluded that enough pressure may have been exerted to result in the aneurysm noted on the bladder of cylinder 2. However, the information received did not provide information as to the aneurysm, so quality cannot confirm when the aneurysm may have occurred.

Manufacturer narrative:
This follow-up MDR is created to document the returned device, updated patient information and implant, explant dates. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.